Manufacturer narrative:
(B)(4). Batch # r59863. Investigation summary ==> the analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device was fired, there was a crunch noise and only half of staples deployed. The side where the staples did not deploy was suture to close. There were no patient consequences reported.